Event description:
A customer reported that a system message displayed during a procedure. The system's power was recycled twice, however the issue persisted. Another system was used to complete the case following a 10 minute delay. There was no harm or injury to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event, however, confirmed system messages in the event log. The company representative replaced the fluidics module, then tested the system and found it met product specifications. The fluidics module is returning for evaluation. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).